Event description:
It was reported that during clinical staff training, the arm cart assembly (aca) froze. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes and the associated device data logs for the reported arm cart assembly (aca). Review of the field service notes indicate the aca became unresponsive during training. The following error codes were reported: 'robotic arm_joint 5 (ra_j5) force measurement invalid', 'subsustem robotic arm valid - redundant controller', 'robotic arm motor state error', 'robotic arm brake state error', and 'instrument/instrument drive unit communication/recognition failure'. The instrument drive unit (idu) was reseated. The aca was found to be fully operational after intervention. Evaluation of the device data logs indicate that the aca experienced a non-recoverable ethercat failure due to interface issues at the idu-raj5 interface. These issues persisted through restart. It is recommended for the field service engineer to reseat the idu. Error code 'instrument/idu communication error' was triggered. Evaluation of the arm cart assembly confirmed the reported condition. The most likely cause is related to a communication error between the z-slide and the idu. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during clinical staff training, the arm cart assembly (aca) froze. There was no patient involvement.